Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the investigation. B4, d9, g3, h2, and h3. B1, h1, and h6: type of investigation, investigation findings, investigation conclusions have been corrected with updates. Additional codes were added for h6 health-effect impact and device codes. Manufacturer narrative has been added to h11. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Curvature was noted on the sheath shaft. The liner was fully expanded and distal tip unopened. Liner tear is approximately 4 inches in length, with liner strand observed. Two (2) kinks were noted on the sheath shaft. A valve strut was protruding through the sheath liner and the crimped valve was visible throug hthe torn liner. Hdpe was damaged along with liner tear. The liner strand was approximately 3 inches in length. All measurements were found to be within specification. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Provided imagery was reviewed and revealed tortuosity, calcification and undersized regions present in the access vessel. The valve was visible through the liner tear with a liner strand present, and a valve strut was protruding through the liner. In this case, the torn sheath liner and liner strand were confirmed. The available information suggests patient factors (calcification, tortuosity, undersized vessel) and/or procedural factors (valve caught on liner, excessive manipulation) contributed to the reported event. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with tortuosity. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2024-00527. Investigation is ongoing.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the clinical specialist, during a tf tavr case resistance was noted while advancing the 26mm sapien 3 ultra valve and delivery system through the sheath. No issues were found during fluoroscopy of the groin and insertion was continued. The safari wire started to advance with the system. Upon fluoroscopy of the groin site, the sheath and delivery system appeared to have folded over themselves and the team removed the entire system. Angio revealed a perforation of the right iliac. A second sheath was prepared and inserted without issue. The sheath blocked the perforation off. Blood was given to the patient. A non-edwards coda balloon was inserted via the left groin. At this time, the valve procedure was aborted. The physicians proceeded with deploying a covered stent in the right iliac. The stent did not cover all of the injury. The surgeon opened the right groin and surgically repaired it. The coda balloon was deflated and the patient's pressure continued to drop. Angio showed a perforation in the abdominal aorta from the coda balloon. The surgeon opened the patient's belly to repair the abdominal aorta. The patient coded and died shortly after that. Images received of the devices after removal from the patient revealed the sheath had a liner tear with liner strand. Follow up revealed a strut of the valve appeared to be bent and was responsible for ripping the sheath liner.